Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 224, 144, 183 and 122 mg/dl. Tests were done within 11-20 mins. Pt did not experience any adverse events. No further info has been reported.